Manufacturer narrative:
A representative of olympus medical science sales co.,ltd. Visited the user facility to perform visual inspection on the two gif-xp290ns and review the reprocessing process. There was no significant damage or stains the two scopes. In addition, there were no deviations of reprocessing process at the user facility. The two gif-xp290ns were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated two gif-xp290ns and confirmed that there was no irregularity in two gif-xp290ns. Omsc reviewed the manufacturing history (DHR) of two gif-xp290n (s/n (B)(4) ) and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that two patients complained of vomiting and abdominal pain after upper endoscopy using the olympus gastrointestinalscope (gif-xp290n). Therefore, the user facility asked olympus to investigate the device. It was reported that the user facility possessed two gif-xp290n (s/n (B)(4)), but it was not sure which device was used for which patient. The user facility mentioned that patients sometimes feel uncomfortable when an endoscope feeds air to stomach. The user facility had manually cleaned the two gif-xp290ns using an olympus cleaning brush and high level disinfected the two gif-xp290ns using a non-olympus automated endoscope reprocessor (kd-01, kaigen), using a strongly acidic electrolysis water. Omsc is submitting two medical device reports according to the number of the patients. This is two of two reports.